Event description:
Site called medtronic stating they could see the probe in the screen but could not see the anatomy. Navigation was discontinued with no impact on pt outcome.

Manufacturer narrative:
Last name of the reporter has been requested. A medtronic rep attended the next case on the same day using the same system and found no issues with the system. As per discussion between a medtronic rep and the site, they agreed that the inaccuracies were a result on technique rather than on the performance of the stealthstation s7 system. The site believes the frame could have moved. He also said that the site had multiple probes in the view at the same time which may have also caused tracking issues.